Event description:
The customer called to report that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 400 mg/dl. The customer had been experiencing high blood glucose levels and nausea for two days prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have tubing clamp for the high pressure test. The customer also stated that she remembers programming a bolus last night, but the last bolus in the bolus history is from february 27. Had the customer program a 0.2 bolus during the call. The bolus was delivered, and it was recorded in the bolus history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.